Event description:
Additional information received on (B)(6)-2013 noted that the patient was fine. There were no malfunctions and the patient tested well with the stage one.the patient went to implant and the doctor replaced the lead below with a new lead when he went to implant to ensure there would be no issues. The patient was receiving effective therapy.

Event description:
It was reported that 5mm of wire was exposed at the proximal end of a lead and the plastic end had pulled off. The reporter stated that the boot would cover the exposed plastic. It was reported that there was no difficulty implanting the lead and the lead would be used for a two-week trial. It was later reported that the doctor was able to put the boot on and cover the exposed part of the wire. It was noted that the lead tested fine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).